Event description:
It was reported that on (B)(6) 2008: the patient presented with back and bilateral leg pain, numbness and tingling in his feet up to just below his knees, difficulty walking. Impression: spondylolysis and listhesis l5 on s1; possible myelopathy. (B)(6) 2008: the patient presented for an MRI of the lumbar spine. Impression: degenerative change in the disk, grade I-ii spondylol isthesis and bilateral spondylolysis at l5-s1. There is bilateral foraminal stenosis without spinal stenosis. The patient also underwent CT of the lumbar spine. Impression: grade I anterolisthesis of l5 on s1 secondary to underlying spondylolysis; associated distortion and stenosis of the left neural foramen with potential compromise of the l5 root. (B)(6) 2008 : the patient presented with lumbar instability and radiculopathy. The patient underwent the following procedures: laminectomy and foraminotomies for decompression, l4-5, l5-s1 , for the l4, l5, and s1 nerve roots using the operating microscope; arthrodesis interbody type with transforaminal interbody fusion at l5-s1; instrumentation l5-s1 with use of operating microscope. It was noted that interpretation with c-arm was extra difficult because of bleeding diathesis and coagulopathy. Per the op notes, following pedicle screw placement, the level was distracted and the interspace was drilled first with a sponge with rhbmp-2/acs with morselized bone from the laminectomy, then with an 8 x 25 mm implant for the interspace. Additional bone and remaining sponge with rhbmp-2/acs was inserted into the interspace. Additional postoperative diagnosis: spondylosis at multiple levels. (B)(6) 2008: the patient was discharged home. (B)(6) 2008: the patient presented with leg pain. (B)(6) 2009:the patient presented for x-rays of the lumbar spine. There is grade ii spondylolisthesis of l5 on s1 that is unchanged compared to the previous study. Graft material with radiopaque markers is noted at l5-s1. There is mild anterior spondylosis in the lumbar region. Bilateral laminectomy changes are again noted at l5. (B)(6) 2009: the patient slipped and fell getting out of his pick-up truck recently. The patient underwent x-rays of the lumbar spine. Findings: the lumbar curvature is concave towards the left. There is grade I anterolisthesis at l5-s1 with anterior fusion, with graft density material within the disk space along with disk space narrowing, decreased height of the posterior l5 vertebral body, and sclerosis in the inferior l5 and upper s1 vertebral body. There is diffuse decreased bone density. There is mild inward concavity of some of the endplates. There are ventral osteophytes at multiple levels. There is mild left-sided laterolisthesis at l3-4. There is facet hypertrophic changes at multiple levels. There is ossification within the anterior annulus at the t11-12 disk space level. There are degenerative changes in the visualized portions of the sacroiliac joints and hip joints. Minimal anterior osteophytes are seen in the upper lumbar area. (B)(6) 2012: the patient presented with bilateral leg pain, numbness and tingling in legs and feet. Impression: diabetic neuropathy; neurogenic claudication with lumbar stenosis higher up in the canal. (B)(6) 2012: the patient underwent MRI of the lumbar spine. Impression: postoperative changes at l5-s1 level with posterior decompressive laminectomy and posterior fusion. There is solid bony fusion of the disc space at l5-s1 level with evidence of grade I anterior listhesis. The evaluation of the l4-5 and l5-s1 levels is limited due to susceptibility artifact produced by the surgical hardware. (B)(6) 2013: the patient presented for MRI due to back pain and prior surgery. Impression: there are postoperative changes at the l5-s1 level. There has been a prior laminectomy at this level. There is spondylolisthesis at this segment, approximately 20 percent in the ap vertebral dimension/ grade 1. The spinal canal remains widely decompressed. However, there appears to be moderately severe to severe compromise of the neural foramina bilaterally due to lateral bony spurring, the spondylolisthesis, facet hypertrophic changes and what appears to be a small amount of lateralizing disc material, which will likely result in bilateral l5 radicular-type symptoms. There is a small disc bulge, ligamentous thickening and bony hypertrophic changes at the l4-5 level. There is mild to moderate compromise of the left and right lateral recesses, as well as some moderate compromise of the neural foramina bilaterally, which could potentially result in l4, possibly l5 radicular type symptoms, left greater than right. The spinal canal remains widely in excess of centimeter at this segment. There is loss of disc signal with moderate facet hypertrophic changes at the upper three levels. The spinal canal is widely in excess of a centimeter at the upper three segments. The neural foramina are mildly encroached.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.